Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified solution via gravity. The option-lok male adapter of the tubing set was connected to the pt's peripheral IV catheter. After an unspecified length of time, solution leaked from the connection of the option-lok male adapter of the tubing set and the pt's IV access site. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.